Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). D.2b medical device type: one additional code applies; jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, cracks were found in the female connector of two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-jun-2025. Investigation summary: bd received two samples and four photos for investigation. Evaluation of the returned photos and samples indicated a split female luer adapter. Additionally, ten retained samples were visually inspected and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, cracks were found in the female connector of two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary bd received two samples and four photos for investigation. Evaluation of the returned photos and samples indicated a split female luer adapter. Additionally, ten retained samples were visually inspected and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product. No definitive root cause could be established for the reported defect. Bd has initiated further root cause investigation relating to the issue of cracked product through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® ultratouch¿ push button blood collection set, cracks were found in the female connector of two devices. No adverse impact was reported regarding the patient or user.